Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced a defective creatinine (crem) syringe pump and rerouted the draining line.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that all modular chemistries (mc) are backing up and the cups were overflowing in the synchron lx20 pro clinical analyzer. The customer also received chemistry cartridge (cc) cuvette not dry before reagent dispense error messages and blood urea nitrogen (bunm) and total protein (tpm) malfunctioning. No injury or operator exposure was reported for this event.